Event description:
It was reported that (1) device was used during an unknown number of procedures. It was reported by the rep that the hp052 continues to emit a constant tone. There was no consequence to the pts.